Event description:
A medwatch report was received from the user facility on february 2, 2001 indicating that a technician received a chemical burn from fluid that had dripped onto a stool while another operator was disposing a cup of steris 20 sterilant concentrate. A technician who did not notice the fluid on the stool sat down and started feeling a burning sensation on the buttocks. The operator was treated with ointment at the employee health dept.